Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that at the first fitting session the pt did not respond to sound. At the second fitting, testing was carried out which showed all electrode channels with high impedances. Coupling was ok.